Event description:
A tandem mobi cartridge alarm was reported during the cartridge load process. There was no adverse impact to the customer¿s blood glucose level. The customer, who had experienced similar alarms before, was instructed to continue using the current pump and revert to an alternative method if necessary. Tandem technical support confirmed that the pump is under warranty and decided to replace the pump. They provided instructions on putting the current pump into storage mode and returning it via ups within 10 days using a pre-paid label to avoid charges. The replacement pump was sent to the customer without requiring a delivery signature, and the customer was advised on programming their pump settings and connecting their cgm to the new pump.